Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that the patient underwent exploratory laparotomy, peritoneal lavage, takedown and re-implantation of left ureter, cystorrhaphy to repair bladder perforation and placement of new left ureteral stent on (B)(6) 2009 due to colovesical fistula. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent cystoscopy and removal of bilateral ureteral stents on (B)(6) 2009 due to post bilateral stent placement; elective removal. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent removal of one of two left pelvic masses on 04/2011 due to pelvic mass. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent lso with resection of mass and cystoscopy on (B)(6) 2009 due to llq adnexal solid mass. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent exploratory laparotomy and rectosigmoid resection with creation of hartmann¿s pouch end colostomy on (B)(6) 2009 for peritonitis and probable bowel perforation with colovesical fistula. No additional information was provided. (B)(4).